Event description:
On (B)(6), an amazon customer commented that the product was easy to use but inaccurate. The customer said if anyone has used a home test before, the instructions are basically the same. The user had symptoms and since his son tested positive, he was tested twice a day for 3 days and all tests came back negative. The user tested at work where he/she use a machine, and tested positive, only 2 hours after a negative on this test. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.